Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. A visual inspection was completed by the manufacturer. The manufacturer found corrosion/rust on power connector, fine light brown dust contaminant within exterior seams and air intake, discoloration of interior surface of top panel. The manufacturer also found evidence of fluid ingress on interior of bottom panel and interior corrosion of power connector, fine dust type contaminant (black) consistent with keratin around blower seal. Fine dust type contaminant (light brown) consistent with tobacco observed within blower box, in and on blower and on blower impeller. Evidence of fluid ingress and mineral deposits observed within the air intake beyond filter position, within the blower box, on the blower. The device powered on without issue and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found two occurrences of error code e-4 . The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of dust like contaminants both light brown and black as well as fluid ingress and mineral deposits in the device. In the initial report clinical code for symptoms of nasal/throat irritation and soreness, sinus irritation, sneezing, congestion, and a feeling of something in nose were not mentioned which has been updated in this report.